Event description:
It was reported that the physician had to restent a pt in the tracheobronchial tree because she was coughing up nitinol from the stent. The pt had a lung transplant, date unknown. The stent was placed three months ago. The physician stated that he has been placing stents for about 10 years, using this brand for about 5 years. He stated that the stent looked distorted and the barbs had invaginated onto itself. He would not remove the stent, but chose to stent over the original. He indicated that the pt is doing fine and the pulmonologist does not seem concerned.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for eval, as it remains implanted. Based on the info received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.